Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.4, repeat 3.9. On 10/21: 1st test 5.4, repeat on same finger (different fingerstick), 3.9. Pt's target range 2.5-3.5.

Manufacturer narrative:
Investigation pending.